Manufacturer narrative:
The customer, (B)(6) stated that he just installed this central nurse's station (cns) and was moving things around and had the cns plugged into the ups only. The ups ran out of power and the cns shut down. When he plugged it back, the cns was stuck in the black cns-6000 bootup screen. Nihon kohden technical support (nk/ts) had him pull out the drive 1 and boot up the cns. The cns came back up correctly. Nk/ts then had (B)(6) re-install the drive 1 to let it rebuild the volume. This solved the issue.

Event description:
The customer, (B)(6) stated that he just installed this central nurse's station (cns) and was moving things around and had the cns plugged into the ups only.